Event description:
A report was received that the patient had oozing at the ipg incision site. The physician examined the patient and determined that her wounds were welled healed with some minor post surgical tenderness and slight inflammation. Because of the described drainage, the physician prescribed keflex for two months.